Manufacturer narrative:
(B)(4). Email address for contact office (B)(6). Discrepant negative antibody screening results for a patient having an anti-e(rh3) antibody. Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.

Event description:
On (B)(6) 2022, a customer complained to ortho care about what was described as discordant negative antibody screening results for one patient using 3% surgiscreen lot 3ss076 in manual tube method. Complainant/complaint reporter: (B)(6) - medical technologist. Date of event: (B)(6) 2022. Reported on: (B)(6) 2022 by (B)(6) to the orthocare helpdesk. Reagents: 3% surgiscreen lot 3ss076 expiry date 08 february 2022. Ortho enhancement solution lot aep028a expiry date 06 may 2023 . Patient information: no previous history. The customer stated that on (B)(6) 2022, they had tested a patient sample for antibody screening using 3% surgiscreen lot 3ss076 and ortho enhancement solution lot aep028a in manual tube method and that they had obtained negative reactions with the three cells of the red cell reagent on two occasions. The customer reported that this patient was transferred to their sister facility for additional testing. The customer stated that the sister facility tested a sample from this patient for antibody screening using mts gel technology and that they had obtained a positive reaction (1+ reaction strength) with cell 2 of the red cell reagent and further identified the presence of an anti-e(rh3) antibody. The customer stated that the sister facility also tested a sample from this patient for antibody screening using peg enhancement media in tube method and that they obtained a positive antibody screening result (2+ reaction strength). The customer reported that the sister facility also tested a sample from this patient for e(rh3) antigen and that they had obtained a negative reaction. No further detail provided. The customer reported that no biased results were reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.